Event description:
It was reported that this pacemaker was explanted due to unknown reasons at the same procedure the non-boston scientific lead was surgically abandoned due to low impedances caused by damaged in the insulation. Product will not be return to boston scientific. No additional adverse patient effects were reported.